Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2026, during initial insertion, the peel-away sheath introducer partially peeled away from the inner di lator, resulting in difficulty during insertion into the patient. The dilator and introducer were noted to be locked together. The affected device was removed and replaced with another device. There were no reports of patient injury, harm, or adverse health consequences associated with this event. The patient's condition was reported as "fine." No additional medical intervention was required beyond that described. The reporter further indicated that similar issues had occurred with different healthcare practitioners and across different procedures and patients. In all instances, the patients' current condition were reported as "fine," and procedures were completed either by using a new peel-away sheath introducer or by smoothing the original sheath and advancing it into the patient. No patient injury or adverse health outcomes were reported in association with these events. Associated mdrs include 9680794-2026-00453 (specific event) and 9680794-2026-00483 (multiple events without additional details).